Event description:
It was reported that the lead was capped due to oversensing, noise on the egm channel, and impedance out of range. An attempt was made to extract the lead, but it was eventually capped. No patient complications have been reported as a result of this event.